Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 282 mg/dl. The customer also stated, she was eight months pregnant and stated she exposed the insulin pump to an MRI scan. Troubleshooting was performed and the insulin pump passed the displacement test, high pressure test and the programming was correct.